Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Two valiant navion stent grafts were implanted during the endovascular treatment of a thoracic aortic dissection as part of the dissect-n study. It was reported that a follow-up CT taken 11 months later showed the maximum aortic diameter of 44mm. Corelab review of CT images dated (B)(6) 2022 showed aortic enlargement of +8.6mm proximal to the endograft. It was noted that there was no stent ring enlargement and no fracture seen on the CT and the imaging was non-evaluable for endoleaks. Site review of CT scan 17 months later identified a type iia endoleak. A CT scan 3 years and 2 months post the index procedure showed aneurysmal dilation of ascending aorta dilated *not within stent graft*. Up to 7x6.7cm compared to prior (6.4x6.3cm) CT imaging was performed 3 years and 5 months post the index procedure was reviewed by corelab. A new type iiib endoleak was identified on (B)(6). A new fracture on ring 4 was noted on (B)(6). New stent ring enlargement of + 3.6mm on ring 4, + 2.1mm on ring 5 and + 2.3mm on ring 6 on stent graft (B)(6) was also observed. No stent ring migration was noted. The maximum aortic diameter measured 69.9mm the cause of the event is undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.